Manufacturer narrative:
H.6. Investigation: two samples received for investigation. Leakage test is performed, after the tests performed, it can be concluded that the sample sent by the client does not show any functionality problems, the analyzed samples did not leak, so it is compliant. The defect was not confirmed, therefore there is no root cause. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the syringe was leaking at the maxzero connection. Per email: I was on site at the children¿s hospital today and collected a sample from a reported complaint of the 3ml syringe leaking at the maxzero connection. This appears to be related to the previous reported incidents of leaking at the connection, however this just recently occurred and will need to be investigated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the syringe was leaking at the maxzero connection. Per email: I was on site at the children¿s hospital today and collected a sample from a reported complaint of the 3 ml syringe leaking at the maxzero connection. This appears to be related to the previous reported incidents of leaking at the connection, however this just recently occurred and will need to be investigated.